Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 9.0 cm returned for analysis. Insulation degradation was noted from 4.5 cm to 4.6 cm from the connector pin. All other damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.